Manufacturer narrative:
--

Manufacturer narrative:
Due to the nature of the issue, no analysis will be conducted if the product is returned. This report will be updated if additional information is received.

Event description:
Boston scientific crm received information that this product was part of a system that exhibited pocket infection and bacteremia. At this time, no further information has been made available.

Event description:
Additional information indicates that this product was removed from service.